Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 34 mg/dl. The cause of low bg was unknown. The customer received third party assistance from a friend, who provided glucose pills, and from emergency medical services (ems), who provided a glucagon injection to address bg. The customer was brought to the emergency room (ER) by ems on (B)(6) 2023 for six to eight hours. The customer received dextrose from the ER to resolve their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent injury. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.